Event description:
Customer reported pc2 count time and flow cell clog errors when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a clotted diff (differential) sample line going to the diff mixing chamber. He replaced the sample line, replaced a slow actuator for erythrolyse delivery and adjusted the stabilyse output volume to meet specifications. (B)(4).